Event description:
Philips received a complaint on the patient information center ix indicating that the there were no alarm sounds from the control panel. The device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed by remote service engineer which included talking to the customer. It was stated that the customer staff noticed during the night between (B)(6) that no alarm sounds were coming from the central station. The biomedical engineering team checked and confirmed that the speaker was connected. They attempted to restart the central station and planned to log into system configuration, but the login window did not appear. Based on the results of the analysis, it was determined that the product has malfunctioned but the most likely cause remains unknown and could not be confirmed. The issue was resolved by the reboot of the device.